Event description:
It was reported that during an initial implant surgery, the physician used electrocautery near the vns generator causing it to be disabled. A back-up generator had to be implanted. A MFR rep was present at the surgery and cautioned the surgeon prior to the surgery on the use of electrocautery. Attempts for the return of the disabled generator are currently in progress.